Event description:
Ous MDR - it was reported that this lead was explanted and replaced due to oversensing approx. 180 months after the implantation.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approximately 10 cm distal to the is-1 connector pin. A proximal and a distal lead fragment were returned. In between an approximately 10 cm segment of the lead body was missing. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present fragmentation, free of breaches. Further inspection showed deformations of the shock coil which most likely resulted from the extraction procedure. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical observation. The lead tip showed no peculiarities. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the lead fragment did not reveal any sign of a material or manufacturing problem.